Event description:
The user has been explanted due to pain and the feeling of being struck by electric shocks. The user has been reimplanted. No further information has been received despite requested.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the device was explanted due to painful sensations and the feeling of electric shocks, which were not described in detail. However, pain is a known undesired side effect of ci implantation. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has been explanted due to pain and the feeling of being struck by electric shocks. The indication for explantation was given for the aforementioned reasons.